Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose as well as low blood glucose value. The customer¿s blood glucose level was between 50 mg/dl to 450 mg/dl. Customer reported loss of communication between insulin pump and transmitter. The customer was using the auto mode feature. The customer declined troubleshooting for high blood glucose. Customer received lost sensor signal and cannot find sensor signal. Customer reported loss of communication between insulin pump and transmitter. The insulin pump will not be returned for analysis.